Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty finding the extension. When it was located, it was observed that the casing around the lead where it connects to the electrode contained blood and that the "silver wire" was coming out. Impedance measurements were normal. However, it was decided to replace the lead. After the procedure, no injuries were reported and the patient was reported as doing great.